Manufacturer narrative:
Qn #(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned sample revealed that the staples appeared to be properly aligned. The sample appeared used as there was biological material on the device, specifically on the anvil and distal end of the cover block. The stapler was received with 16 staples remaining indicating that at least 19 staples were fired by the end user. In order to functionally inspect the sample, an attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The first staple properly formed but did not fire. The next 5 staples partially formed and fired from the device. The device was disassembled for further inspection. Upon disassembly, no defects or anomalies were observed. The device was reassembled and an attempt was made to fire staples into a skin pad in order to simulate skin insertion. The remaining 10 staples were able to fire from the device and into the skin pad, however they were all partially formed. The sample was sent to the manufacturing site for further investigation. All components were inspected and no issues were found. Additional inspection was put on the anvil component as it was compared with a current anvil in production. A new cover block full of staples was used with the sample anvil to perform a functional test and all staples were properly loaded and fired. No issues were observed with the anvil or any other component. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as the root cause of this complaint could not be determined. Although the staples were only able to partially form, no defects were observed with the staples or any of the stapler components. The sample was sent to the manufacturing site for further inspection and no defects were found with the sample components. All staplers are 100% inspected at manufacturing for firing at the time of assembly so it is unlikely that this issue was present at the time of manufacturing assembly. The reported complaint of "misfire/jam - staples not forming/closing" was confirmed based upon the sample received. Upon functional inspection, the staples were only able to partially form when fired from the device. The sample was disassembled and no defects were observed with any components. The sample was sent to the manufacturing site for further testing and no defects were found with the sample components. All staplers are 100% inspected at manufacturing for firing at the time of assembly. A device history record review was performed with no evidence to suggest a manufacturing related cause. Therefore, the root cause for this complaint cannot be determined. We will continue to monitor and trend on this issue.

Event description:
The staples were deformed when they were fired. We used another stapler to finish the procedure. There was no consequence for the patient. We did not have any other issue with this lot number.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73b2000370 did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The staples were deformed when they were fired. We used another stapler to finish the procedure. There was no consequence for the patient. We did not have any other issue with this lot number.